Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Concomitant medical products: 1103 vad - implanted (B)(6) 2018 if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery was not providing power. The battery exhibited critical battery alarms when capacity was over 10%, followed by power disconnect alarms on the power port where the battery was connected. The battery was removed from service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
### A supplemental report is being submitted for additional event details. The event description and an additional product were updated. The event date was updated from (B)(6) 2022 to (B)(6) 2022. Additional products: d1: heartware ventricular assist system ¿ battery d4: model #: 1650de / catalog #: 1650de / expiration date: 30-jun-2022 / serial : (B)(6) UDI #: (B)(4) d9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 23-jun-2019 h5: no h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: img code(s): g02002 h6: FDA device code(s): a0705 h6: FDA method code(s): b21 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 investigation of this event has been reopened to evaluate the additional information and is pending and a supplemental report will be sent upon its completion. ### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that a second battery also exhibited power disconnect alarms.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation and investigation completion . Product event summary: the battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned battery revealed that the device passed visual inspection and functional testing. The battery was able to provide power to the test controller. As a result, the reported no power event was not confirmed. Log file analysis revealed that the controller in use during the reported event, contained a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Review of the alarm log file revealed two critical battery alarms were logged on (B)(6)2022 due to communication errors involving (B)(6). Analysis of the alarm log file did not reveal any power disconnect alarms within the analyzed period; however, review of the data log file revealed multiple instances involving (B)(6) where the batteries' relative state of charge (rsoc) values were logged between 101-201, which is indicative of communication errors. A communication error will trigger a power disconnect alarm if the other power source is a battery with an rsoc greater than 25%. As a result, the reported critical battery alarms and power disconnect alarms events were confirmed. There is no evidence that a power source lubrication was performed on the battery. The most likely root cause of the reported critical battery alarms can be attributed to communication errors between the controller and battery. Possible root causes of communication errors, and resulting power disconnect alarms, can be attributed to momentary disconnections on the communication pins of the controller, the controller not receiving responses from the batteries, and/or due to the packet error checking method detecting bit errors. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
###A supplemental report is being submitted for analysis and investigation completion. Additional products: (B)(6) h6: img code: g02002 h6: FDA device code(s): a0705 h6: FDA method code(s): b15, b17 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d02 product event summary: one (1) battery (B)(6)) was returned for evaluation. One (1) battery ((B)(6)) was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of (B)(6) revealed that the device passed visual inspection and functional testing; the battery was able to provide power to a test controller with no anomalies observed. As a result, the reported no power event could not be confirmed. Log file analysis revealed that the controller in use during the reported event, (B)(6), contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Review of the alarm log file revealed two (2) critical battery alarms logged on (B)(6) 2022 due to communication errors involving (B)(6). Analysis of the alarm log file did not reveal any power disconnect alarms within the analyzed period; however, review of the data log file revealed multiple instances involving (B)(6) and (B)(6) where the batteries' relative state of charge (rsoc) values were logged between 101-201, which is indicative of communication errors. A communication error will trigger a power disconnect alarm if the other power source is a battery with an rsoc greater than 25%. As a result, the reported critical battery alarms and power disconnect alarms events were confirmed. There was no evidence that the lubrication servicing was performed on the batteries. The most likely root cause of the reported critical battery alarms can be attributed to communication errors between the controller and battery. Possible root causes of communication errors, and resulting power disconnect alarms, can be attributed to momentary disconnections on the communication pins of the controller, the controller not receiving responses from the batteries, and/or due to the packet error checking method detecting bit errors. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.